Event description:
During a code, the m series defibrillator failed on the first charge attempt with "defib fault 72" and could not be used. A backup defibrillator was used for successful conversion. The malfunction was confirmed by biomedical engineering. The unit will not power up on battery at all and the battery cannot be charged. On ac power up, the messages "defib fault 116", "batt high voltage", "defib disabled" are displayed. When charge is pressed, the "defib fault 72" message appears.